Event description:
It was reported that during a lap sigmoid resection procedure, the staples only formed halfway across the sigmoid. They converted to an open procedure to complete. The pt did not require blood products. The pt is currently okay.

Manufacturer narrative:
D4;h4,6: info anticipated, but unavailable at this time.